Event description:
It was reported that during a scheduled vena cava filter retrieval, approx six months after implant, imaging demonstrated a detached filter arm that had perforated the caval wall. Caudal migration of the filter of approx 1 to 1 1/2 vertebral bodies was seen, as well as thrombus at the filter apex and above the filter. No attempts were made to remove the filter and it remains implanted.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.